Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/12/2024, it was reported by a sales representative via sems-(B)(4) that an ar-9625 3.0 mm hex driver tip broke off inside of a screw during a rtsa procedure on (B)(6) 2024. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9625, 3.0 mm hex driver serial/batch number (B)(6) was received for investigation. Visual evaluation found that the hex geometry rounds/strips. Functional testing was not performed as the device was received damage. The most likely cause is over-torquing/over-engage the driver with the screw head.